Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep provided phone support for the customer. However, it became known to the rep that the customer did not have a service contract through ge. The facility intends to repair the system themselves.